Event description:
As reported, in 2006, this pt underwent endovascular repair using gore excluder aaa endoprostheses. Post-operatively, the pt developed a delayed type I endoleak. A reintervention took place using an aortic cuff. Further info is being requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.